Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing was performed. In-house testing on strip lot k370019 may release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The customers use of an expired product may have contributed to the unexpected result experienced by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required. Further investigation performed under CAPA (B)(4) which was initiated to investigate the cause of highly discrepant results.

Event description:
The following variance between the inratio2 inr result and the laboratory inr result was reported via telephone call on (B)(6) 2016 on a patient in (B)(6). Results are as follows: (B)(6). Reported, the patient was using expired testing strips. There was no reported adverse patient sequela and no additional information was able to be provided.